Event description:
Information received indicates the mattress ticking is worn and had a small amount of fluid ingress into the mattress.

Manufacturer narrative:
The technician found the ticking was worn in the torso area. He installed a pulmonary revitalization kit to repair the bed.